Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, solo valve had blood drops; therefore defective on 2 units. We just added the bidirectional valve included in the set on top of the incontinent crimped valve. No impact on the patient or patient's treatment. No other information was provided. This report addresses both devices.